Manufacturer narrative:
Per the manufacturer's sales representative, the end user reported that the screen was also hazy. The pump was unplugged from the base and a different gray power cord was used but the pump still did not work.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump did not initiate and the display did not work.. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician noted that the connection between the liquid crystal display (lcd) and the driver printed circuit board (pcb) was loose. After disassembling the pump and reseating the connections the display worked as intended. The roller pump will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.